Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing an unknown medication (dose and concentration unknown). The indications for use included spinal pain, non-malignant pain, lumbar radiculopathy, and failed back surgery syndrome. It was reported that the patient experienced increased pain. A dye study was performed, and the hcp was unable to aspirate. The patient was referred to another doctor for a catheter revision. The surgery was planned, but had not been scheduled at the time of report. It was unknown if any environmental, external, or patient factors led to the issue. The issue was considered unresolved at the time of report, and the patient's status was alive - no injury. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-mar-27. It was confirmed that the cause of the inability to aspirate during the (B)(6) study was unknown.